Event description:
It was reported that the patient experienced cardiac tamponade, pericardial effusion, and low blood pressure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Mapping was performed with a non-boston scientific catheter and then it was exchanged for the farawave. Isolation of the pulmonary veins was completed with 50 ablation applications in total and the farawave was removed from the patient. A cavotricuspid isthmus ablation was performed with a non-boston scientific radiofrequency ablation (rfa) catheter when a drop in blood pressure (bp) occurred. Upon checking a pericardial effusion was identified along with cardiac tamponade. A coronary sinus (cs) perforation was suspected. Pericardiocentesis was performed. The current condition of the patient is unavailable. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.